Event description:
It was reported that this right atrial (ra) lead was not capturing when programmed at maximum outputs. Subsequently, a lead revision was performed, and the same lead was repositioned and is working fine. At this time, the lead remains in service. No additional adverse patient effects were reported.